Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that nurse was inserting 20g 10 cm powerglide catheter over the needle and met resistance. She pulled out the whole thing and the catheter was broken in the middle. The entire catheter came out of the patient.